Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction stopping all insulin delivery. During troubleshooting with tandem technical support the malfunction was able to be cleared. Customer's blood glucose level was 80 mg/dl.